Event description:
It was reported that device entrapment occurred. A coyote balloon catheter was returned to another manufacturer site with a guidewire entrapped within the balloon catheter. No further information was provided.

Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. Report source other: (B)(6).

Event description:
It was reported that device entrapment occurred. A coyote balloon catheter was returned to another manufacturer site with a guidewire entrapped within the balloon catheter. No further information was provided. It was further reported that a guidewire entrapped within the coyote balloon catheter due to dry blood after removal. There were no defects of coyote have been reported.

Manufacturer narrative:
B3: date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. G2: report source other - bard medical.